Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damaged occurred. Vascular access was obtained via the femoral artery. The 18mm in length, mildly tortuous and moderately calcified target lesion was located in the left anterior descending artery (lad). The lesion was pre-dilated with a 2.5mm non-bsc device to 14atms. This 20mm x 2.50mm taxus element stent delivery system was deployed in the ostial lad successfully. Then the physician treated the mid and distal lad with a non-bsc device. The lesion was post-dilation with a 2.5mm x 3.0mm balloon catheter; however without having an angio on the proximal lad the physician felt a resistance on the shaft after passing the proximal lad. The balloon was removed from the patient and the physician saw that the stent had foreshortened. It was noted that the stent was 2-4mm shorter . The physician selected another non-bsc balloon catheter and after some time and difficulty the catheter passed complaint device and another taxus element stent was placed. No patient complications were reported and the patient's status is stable.